Manufacturer narrative:
The customer's report that the tubing separated at the y-site above the roller camp was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed that the set was separated at the engagement between the tubing to second smartsite¿s inlet port. Closer inspection of the separation under a lab microscope observed that the tubing had insufficient solvent applied at the engagement during the manufacturing process. Functional testing could not be performed due to the separation at the engagement. A dimensional analysis was performed and the tubing was measured and found to be within specification(s). The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that upon opening the package, tubing separated at the y-site above the roller camp. There was no patient involvement and no delay in care.